Manufacturer narrative:
No malfunction is suspected as the end user was struck by a motor vehicle while operating the power wheelchair on a roadway. The end user is a second owner who bought the power wheelchair from an unknown source and hoveround does not have any medical information on the end user. Hoveround has not yet received access to evaluate the power wheelchair. The client was not wearing the safety belt. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules and cross roads at locations where you are most visible to motor traffic." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user was struck by a motor vehicle while operating the power wheelchair on a roadway.